Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and proactively replaced the flow control valve. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, mechanical ventilation froze. The clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.